Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During the surgery, a piece of ceramic fell into the abdomen. The fragment could be removed.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found a cracked blue ceramic, with a broken off area. Additionally we found a cracked grey ceramic and a bent connecting rod pm433203. We made a visual inspection of the broken off fragment and the fracture surface. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a production error and a material defect can be excluded. Investigations lead to the assumption that the ceramic breakage and the bent connection rod were caused by an improper handling due to a mechanical overload situation. There is the possibility of torsion or high leverage with the instrument. No CAPA is necessary.